Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the pocket area of a patient with a cardiac resynchronization therapy defibrillator (crt-d) was bleeding. The patient¿s advocate put black pepper on the pocket which the advocate thought to be good for bleeding. The bleeding was occluded but the pocket later got infected. Attempt was made to obtain additional information however, was unsuccessful. This report will be updated upon receipt of additional information. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced bleeding in the pocket area. The patient's advocate had placed black pepper on the pocket area in order to stop the bleeding. The bleeding had occluded; however, the pocket later got infected. A revision procedure was performed and this device was explanted. No additional adverse patient effects were reported.